Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented low laser power and the illumination lamp required replacement during service. There was no patient involvement.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. No further reports will be scheduled under this mfg report num 2028159-2022-00156. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that it was a routine preventive maintenance that was performed on the console and there was no problem reported by the customer related to the console.